Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the device caused insufflation issues. The leaking has been an audible leaking sound during instrument exchanges but has not resulted in loss of pneumoperitoneum and not resulted in patient consequence. The doctor has continued to use the devices because there has been no performance issues. There was no adverse consequence to the patient. Customer disposed of device.